Event description:
It was reported that the pump screen was dark and would not turn on. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer was hospitalized where bg was treated intravenously with unspecified fluids. Reportedly, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.